Event description:
At least 5th episode of spring loaded "safety" mechanism of "automated retraction technology" breaks, shoots needle multiple feet away, missed the patient and nurse by a few inches. When safety mechanism activated, needle mechanism explodes. FDA safety report ID# (B)(4).